Manufacturer narrative:
(B)(4).only event year known: 2019. Batch #: unknown. Additional information was requested, and the following was obtained: it was reported that the proximal limb of the colon had to be further mobilized almost to the splenic flexure in order to attempt a second anastomosis. Was there any change to the post-operative care of the patient as a result of the additional resection and mobilization of bowel? If yes, please explain. How long was the procedure prolonged (minutes)? Was there any patient consequence as a result of the procedure being prolonged? Response received: none of the additional questions can be verified regarding additional operative time, post-operative care, or complications. The surgeon did confirm that he had never used powered circular before nor had been in-serviced on the device. Per photographic evaluation: upon visual inspection of a photo, the following was observed: the photo shows a tissue piece from top view and two staples can be seen partially formed. Based on the photo the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a laparoscopic colorectal procedure, the powered circular stapler failed to form a complete ring of staples. The anvil was connected, the rotation knob was turned down to a chosen staple height, a green light was displayed, and the opening knob was opened two full turns before removal. The surgical assist reported that the closure knob was extremely hard to turn and she even had to get a sterile towel to help grip and turn the knob. No sales rep was present. The failed anastomosis failed the leak test and had to be resected out. The proximal limb of the colon had to be further mobilized almost to the splenic flexure in order to attempt a second anastomosis, which was performed with a competitive device. No additional patient incident was reported.

Manufacturer narrative:
(B)(4).batch # t5c79j. Device analysis: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, there were no issues removing the test skin from the device. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's related to the reported complaint condition were identified.